Manufacturer narrative:
The device was not returned for analysis. An event of migration, difficult or delayed separation, and dyspnea was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported difficult or delayed separation could not be conclusively determined. The reported migration is a cascading event of the difficult or delayed separation. The reported dyspnea appears to be a cascading event of the migration. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the device. During the procedure, after releasing the valve at a depth of 3mm, the valve migrated up into the aorta. It was noted that the last tab got stuck and during deployment, but there was no entanglement between the valve and the ds. The patient began experiencing difficulties breathing and was hyperventilating. The physician them attempted to snare the valve. A second 29mm navitor valve was implanted valve-in-valve to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is doing ok.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. There was sufficient calcium to allow anchoring of the device. During the procedure, after releasing the valve at a depth of 3mm, the valve migrated up into the aorta. It was noted that the last tab got stuck and during deployment, but there was no entanglement between the valve and the ds. The patient began experiencing difficulties breathing and was hyperventilating. The physician them attempted to snare the valve. A second 29mm navitor valve was implanted valve-in-valve to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is doing ok.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.